Event description:
During an invasive procedure to implant an implantable cardioverter defibrillator (ICD) this implantable pulse generator (ipg) reverted to vvi pacing after shocks were delivered from the ICD. The ipg was explanted. Implant date is 11/9/93. Explant date 4/25/94. Total implant time was 5 months.